Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads & is unable to fully attach to the pump. Por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Leak test fails with battery compartment leak. Removed cover; no further evidence of internal moisture was observed on the pcb or internal components. No damage to the power circuit was found.

Manufacturer narrative:
Correction to serial #.